Event description:
A cgm error 42 was reported by the customer, who had attempted a pump reset independently before reaching out for assistance. There was no adverse impact on the customer's blood glucose level. The technical support team helped the customer turn the pump back on, ensuring that no further cgm error code was displayed, and the customer successfully restarted their sensor session.